Event description:
A cgm error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the customer successfully started their sensor session without encountering the error again.